Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all orders and patients' information were not crossing to pyxis from cerner. The technical support specialist (tss) dialed into the server, confirmed that the device had an uptime of 709 days. After running a downtime query in sql server management studio (ssms), it was found that the last successfully processed xml was on (B)(6) 2025, at 06:37:03. All services appeared normal, but the following services were restarted: external messaging service, net. Pipe listener adapter, net. Tcp listener adapter, and net. Tcp port sharing service. Messages began processing with 300 availableforprocessingxml/msg and draining. The last successfully processed xml time updated to (B)(6) 2025, at 14:31:04, and the sample patient was visible on the es server. The customer was advised to reboot the server monthly for stability and efficiency. The system functioned as intended after the technical support specialist troubleshot the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server had all orders and patient not crossing from server to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.